Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon breaks apart, pieces inside (vagina) [foreign body in reproductive tract]. Tampon breaks apart [device breakage]. Tampon breaks apart in pieces when pulling out [complication of device removal]. Cause was traced to manufacturing [manufacturing issue]. Case description: consumer reported via phone that when she pulls out the tampon it breaks apart. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon breaks apart, pieces inside (vagina) [foreign body in reproductive tract]. Tampon breaks apart [device breakage]. Tampon breaks apart in pieces when pulling out [complication of device removal]. Case description:consumer reported via phone that when she pulls out the tampon it breaks apart. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 8/21/21. An investigation is in progress for returned product received on 8/30/21.

Event description:
Tampon breaks apart, pieces inside (vagina) [foreign body in reproductive tract]. Tampon breaks apart [device breakage]. Tampon breaks apart in pieces when pulling out [complication of device removal]. Case description: consumer reported via phone that when she pulls out the tampon it breaks apart. No serious injury was reported.